Manufacturer narrative:
(B)(4).

Event description:
Caller reported blood glucose results of 400 mg/dl and 110 mg/dl within 10 minutes as an example of discrepancy when comparing compact plus system 1 to compact plus system 2. Did not specify which system gave which result. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.